Event description:
It was reported that the asymptomatic patient presented in clinic with the device post-paced t-wave oversensing. Programming changes were made and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.